Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in the emergency room during insertion in the patient's right subclavian, the guide wire bent and unwound. As a result, the guide wire was removed and a new one was placed and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.